Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they experienced high blood glucose of 435 mg/dl. The customer also stated that infusion set had bent cannula. Troubleshooting was declined by the customer for high blood glucose level. The product will not be returned for analysis.